Event description:
The liner was used on (B) (6) 2007 as part of a routine total hip replacement. The pt was returned to theatre on (B) (6) 2009 and the liner had cracked. The pt came in with a dislocated hip and was suspected of having a fall.

Manufacturer narrative:
This report will be amended when our investigation is complete.